Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Outpatient nurse for consumer states the upholstery on the seat is ripped at seam and coming apart. And also the armrest is very difficult to come off. It is suppose to be removable. MDR filed.